Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly after the battery was changed due to a blank display. The customer reported via phone call that the insulin pump had a blank display. Blank display troubleshooting was performed. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The battery cap was found to be cracked due to wear and tear. The customer stated that the insulin pump was dropped. The battery cap, compartment, and springs were not damaged. The customer was instructed to insert a new battery and the display returned. Button error/keypad anomaly troubleshooting was performed due to an alarm not being able to be cleared. The customer also stated that the insulin being dropped was the significant event leading to the keypad issues. When asked if the time on the clock advanced when monitored for one minute, the customer stated that they were unable to adjust the time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. No button error alarm noted during testing. However, unit had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button. Unit had stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.